Event description:
Description of event: caller reports that pt. Is showing error 323, after having a cardioversion procedure yesterday and is implanted with a biotronic pacemaker. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).